Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were out of place and had penetrated the inner lining of her fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, 3 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping") and back pain ("back pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping") and back pain ("back pain"), 3 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), alopecia ("hair loss") and tooth disorder ("dental problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, rash, skin disorder, alopecia, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed that her fallopian tubes were occluded.. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Date of implant was updated. Following events were added: apareunia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), rash/skin condition, hair loss, dental problems, weight gain. Reporter information as updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured through my tube'), embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes') and genital haemorrhage ('heavy bleeding / abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 62231-inv,622310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge. Concomitant products included fluticasone propionate (proair) since 2003. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dermatitis allergic ("allergy: rash/skin condition / rashes or skin conditions type: rash / allergy: rash/skin condition") and alopecia ("hair loss") and was found to have weight increased ("weight gain / current weight 150 lbs / weight at the time of essure placement 170 lbs"). In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problem"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping") and back pain ("back pain"), 3 months after insertion of essure (ess205). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy and laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, female sexual dysfunction, dysmenorrhoea, the last episode of menorrhagia, dermatitis allergic, vaginal haemorrhage and abdominal pain outcome was unknown, the alopecia and weight increased was resolving and the tooth disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysmenorrhoea, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, pelvic pain, tooth disorder, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2008: confirmed that her fallopian tubes were occluded.. Imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number ( 62231) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: update of information (batch is not valid). On 4-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured through my tube'), embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes') and genital haemorrhage ('heavy bleeding / abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 62231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge. Concomitant products included fluticasone propionate (proair) since 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dermatitis allergic ("allergy: rash/skin condition / rashes or skin conditions type: rash / allergy: rash/skin condition") and alopecia ("hair loss") and was found to have weight increased ("weight gain / current weight 150 lbs / weight at the time of essure placement 170 lbs"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problem"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and the first episode of menorrhagia ("menorrhagia"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping") and back pain ("back pain"), 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingo-oopherectomy and laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain lower, back pain, female sexual dysfunction, dysmenorrhoea, the last episode of menorrhagia, dermatitis allergic, vaginal haemorrhage and abdominal pain outcome was unknown, the alopecia and weight increased was resolving and the tooth disorder had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysmenorrhoea, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, pelvic pain, tooth disorder, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirned that her fallopian tubes were occluded.. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and medical record received. Medically confirmed case. Reporter, medical history and lot number added.events vaginal bleeding, menorrhagia, abdominal pain and essure coil punctured through my tube added.event allergy: rash/skin condition deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured through my tube/one of the coils was punctured through and the other was about to puncture') and embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes/one of the coils was punctured through and the other was about to puncture') in an adult female patient who had essure (ess205) (batch no. 62231-not valid,622310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge. Concomitant products included fluticasone propionate (proair) since 2003. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced dermatitis allergic ("allergy: rash/skin condition / rashes or skin conditions type: rash / allergy: rash/skin condition") and alopecia ("hair loss") and was found to have weight increased ("weight gain / current weight 150 lbs / weight at the time of essure placement 170 lbs"). In (B)(6)2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problem"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping"), back pain ("back pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), 3 months after insertion of essure (ess205). In (B)(6)2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and gastric disorder ("I am still dealing with stomach problems now"). The patient was treated with surgery (bilateral salpingo-oophorectomy and laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction and dermatitis allergic outcome was unknown, the alopecia was resolving, the tooth disorder and weight increased had resolved and the gastric disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6)2008: confirmed that her fallopian tubes were occluded.. Imaging procedure - on (B)(6)2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number (62231) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Event : dyspareunia (painful sexual intercourse) added. Outcome of the event weight gain updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured through my tube/one of the coils was punctured through and the other was about to puncture'), embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes/one of the coils was punctured through and the other was about to puncture') and pregnancy with contraceptive device ('pregnancy (B)(6) 2007') in an adult female patient who had essure (ess205) (batch no. 62231-not valid,622310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal discharge. Concomitant products included fluticasone propionate (proair) since 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dermatitis allergic ("allergy: rash/skin condition / rashes or skin conditions type: rash / allergy: rash/skin condition"), alopecia ("hair loss") and rash ("rashes or skin conditions - type: rash") and was found to have weight increased ("weight gain / current weight 150 lbs / weight at the time of essure placement 170 lbs"). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problem"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping"), back pain ("back pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and gastric disorder ("I am still dealing with stomach problems now"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("lost 20 pounds"). The patient was treated with surgery (bilateral salpingo-oopherectomy and laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dermatitis allergic, pregnancy with contraceptive device, rash and weight decreased outcome was unknown, the alopecia was resolving, the tooth disorder and weight increased had resolved and the gastric disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: confirned that her fallopian tubes were occluded.. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number (62231) is not valid. The following information was received from social media pregnancy (B)(6) 2007, device ineffective, lost 20 pounds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- pregnancy (B)(6) 2007, device ineffective. Reporter information were added. On 25-mar-2020: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions - type: rash. Onset date of event dyspareunia were updated. On 23-mar-2020: social media received. Event added- lost 20 pounds. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure coil punctured through my tube/one of the coils was punctured through and the other was about to puncture'), embedded device ('essure coils were out of place and had penetrated the inner lining of her fallopian tubes/one of the coils was punctured through and the other was about to puncture') and pregnancy with contraceptive device ('pregnancy (B)(6) 2007') in an adult female patient who had essure (ess205) (batch no. 62231-not valid,622310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal discharge. Concomitant products included fluticasone propionate (proair) since 2003. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dermatitis allergic ("allergy: rash/skin condition / rashes or skin conditions type: rash / allergy: rash/skin condition"), alopecia ("hair loss") and rash ("rashes or skin conditions - type: rash") and was found to have weight increased ("weight gain / current weight (B)(6) / weight at the time of essure placement (B)(6) "). In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problem"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2009, the patient experienced pelvic pain ("pelvic pains, pain"), abdominal pain lower ("cramping"), back pain ("back pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), 3 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and gastric disorder ("I am still dealing with stomach problems now"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("lost 20 pounds"). The patient was treated with surgery (bilateral salpingo-oopherectomy and laparoscopy with bilateral salpingectomy, (oophorectomy (bilateral),salpingectomy (bilateral))). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, abdominal pain lower, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dermatitis allergic, pregnancy with contraceptive device, rash and weight decreased outcome was unknown, the alopecia was resolving, the tooth disorder and weight increased had resolved and the gastric disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, gastric disorder, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: she began treating for her symptoms as they worsened, beginning in mid-2009. During the laparoscopy, it was discovered that the essure coils were out of place and had penetrated the inner lining of her fallopian tubes. Patient received treatment for apareunia and dysmenorrhea (cramping). Complications during removal surgery? Other. Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2008: confirned that her fallopian tubes were occluded.. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number (62231) is not valid. The following information was received from social media pregnancy nov-2007, device ineffective, lost 20 pounds. Lot number ( 62231) is invalid lot number:622310 manufacturing date:2007-01 expiration date:2008-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.